Event description:
Information received indicates, the leg extension and trendelenburg function do not work on the bed.

Manufacturer narrative:
The technician reseated the chips and cables on the siderail caregiver boards to repair the bed.